Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.